Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. A review of the electronic device record confirmed that the device powered off multiple times. Physio determined that the cause of the reported issue was due to the power pcb assembly and replaced it. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that while monitoring a patient, the device powered itself off. No further details about the event or patient were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.